Manufacturer narrative:
The reported event of bent lead received out of packaging was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clean. A visual inspection revealed the curvature of the lead distal to the right ventricular shock coil was observed, but the waviness and curvatures observed on the lead body were within required specification. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the distal end of the right ventricular (rv) lead was bent upon removing it from the packaging. A new rv lead was implanted to resolve the event, and the patient was in stable condition.